Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) 2012 (B)(6). (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with an infection and blood cultures revealed (B)(6). It was further noted that a transesophageal echo showed possible vegetation in the right atrium. The patient was treated with intravenous antibiotic therapy and the implantable cardioverter defibrillator (ICD) system was removed. The patient was reported to be enrolled in the (B)(6). No further patient complications have been reported as a result of this event.